Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the rca. Approximately 57.5 months post index procedure patient death occurred. It was a non-sudden cardiac death after the patient suffered heart failure. Investigator indicated that the event was not related to the study device.